Event description:
It was reported that the user experienced wide blood glucose variability while using the ilet, including an unverified low glucose reading of 39 mg/dl after consuming a banana and orange juice and subsequently persistent hyperglycemia up to 347 mg/dl despite ilet corrections; the user often did not announce meals due to digestion issues, paused insulin for exercise and showering, observed infusion site marks suggestive of scar tissue, and was advised to change the infusion site when glucose rose for more than 90 minutes. Symptoms included hypoglycemia and hyperglycemia without reported clinical sequelae. Outcomes included the need for unexpected medical intervention consisting of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient device-related information, and no device component could be isolated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.